Manufacturer narrative:
The customer returned the suspected product for evaluation. The returned contour next one meter was tested with the returned and in-house contour next test strips from lot # 8dpec54e, which gave satisfactory performance.

Event description:
The customer from (B)(6) reported that he obtained blood glucose readings of 10 mg/dl and 81 mg/dl at 2:57 a.m. And 2:59 a.m. Respectively on his contour next one meter. On the same day, the customer obtained blood glucose readings of 12 mg/dl and 132 mg/dl at 7:23 p.m. And 7:25 p.m. Respectively. The customer had no symptoms of hypoglycemia, however, since the low readings were obtained, he did not take his may-day dose of metformin and his morning dose of glyclacide. There was no allegation of an adverse event. The customer used all the test strips and therefore, test strips are not expected to be returned. Replacement meter and strips were sent to the customer.